Event description:
It was reported by the edwards field clinical specialist that during a transapical tavr procedure, the valve implant portion of the procedure went smoothly however, the patient was slow to recover hemodynamically. Phenylephrine was given and when that did not elicit a response, epinephrine was given via the apical sheath and gentle chest compressions were performed. The pressure responded well but during this time the sheath was inadvertently withdrawn. The patient was put on cardiopulmonary bypass to decompress the left ventricle in order to adequately control the apex. Multiple pledget sutures were used to close the apex, due to some tearing, and then the patient was weaned from bypass. The patient was transferred to the ICU in stable condition. It was reported that the patient¿s heart was rotated posterior and there was lung in the operative field so the access location was difficult to observe. Additionally, the epicardium was extremely fatty and the sheath access point was more posterior than normal due to this.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the apex tear cannot be confirmed. However, in addition to patient factors (posteriorly rotated heart, fatty apex), procedural factors (challenging apex access angle) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.